Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, during the follow-up on (B)(6) 2019, an unexpected decrease in the battery curve and a warning on the battery voltage was observed. Preliminary analysis results revealed that the observed drop in the battery curve was normal and due to a battery reforming. In addition, it was noted that a reset occurred on 5 november 2018, which caused the displayed warning message and the loss of the battery curve update. This reset was most probably due to a single upset event (seu) and normal behavior was restored.

Event description:
Reportedly, during the follow-up on 4 january 2019, an unexpected decrease in the battery curve and a warning on the battery voltage was observed. Preliminary analysis results revealed that the observed drop in the battery curve was normal and due to a battery reforming. In addition, it was noted that a reset occurred on (B)(6) 2018, which caused the displayed warning message and the loss of the battery curve update. This reset was most probably due to a single upset event (seu) and normal behavior was restored.